Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a priming issue on the insulin pump. The customer's blood glucose level was unk mg/dl. He customer stated that she trying to do set change but cannot get the insulin pump rewind. The customer was advised that the status screen that her insulin pump showed the block was on. The customer was assisted with turning off and she was able to rewind the insulin pump. No further assistance needed.